Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced urinary retention, stage 2 rectocele, stage 1 enterocele, detrusor hypocontractility, nocturia (15-20 times per night), bladder fullness with pain, vaginal bulge with pain, graft thickening, tenderness with palpation, polyuria, voiding dysfunction, hesitancy, dysuria, urgency, positive urinalysis, small bowel adhesions, vaginal scarring, adhesions of anterior and apical vagina, foreshortened vagina, substantial surgical bleeding, hyperemia of posterior and apical bladder, a small laceration of the bladder, loss of consortium, unspecified pain, unspecified erosion, unspecified extrusion, unspecified urinary problems, unspecified organ perforation, dyspareunia, abdominal sacral colpopexy with gynemesh, minor lysis of small bowel adhesions, attempted sling lysis, and cystoscopy ((B)(6) 2009).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.